Manufacturer narrative:
Age at time of event - over the age of 18 years old.

Event description:
It was reported that the wire advanced to the peripheral side of the blood vessel. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. The tip of the rotawire moved unintentionally within the lesion during dynaglide mode. The rotawire advanced to the peripheral side of the lesion when the burr of the rotalink advanced into the body. The procedure was completed without replacing the device. No patient complications were reported.